Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was using 176 percent of power. Boston scientific technical services (ts) reviewed transmission and noted the left ventricular (lv) lead was programmed at high output with an impedance of 686 ohms. Thus, suggested programming options. The device remains in service. No adverse patient effects reported.